Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm epic max valve was selected for implant. After the valve was implanted it was noted that one of the leaflets looked crimpled. There was a small fold on the top of the anterior leaflet. The device was explanted and a 19mm non-abbott valve was implanted to resolve the event.

Event description:
N/a.

Manufacturer narrative:
An event of explant due to material deformation (one of the leaflets looked crimpled upon implant) and central aortic regurgitation was reported. Field indicated that there was a small fold on the top of the anterior leaflet. A more comprehensive assessment of the valve tissue could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the limited information received and without the device, the cause of the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 19mm epic max valve was selected for implant. After the valve was implanted it was noted that one of the leaflets looked crimpled. There was a small fold on the top of the anterior leaflet. The device was explanted and a 19mm non-abbott valve was implanted to resolve the event.

Manufacturer narrative:
An event of explant due to material deformation (one of the leaflets looked crimpled upon implant) and central aortic regurgitation was reported. Field indicated that there was a small fold on the top of the anterior leaflet. The investigation confirmed the returned device met specifications when analyzed at abbott. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.